Manufacturer narrative:
MFR received date: 03 feb 2020. Per the biomed technician's feedback the unit was removed from use and to be retired by the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18nov2019.

Event description:
The customer reported a faulty battery. There was no patient involvement.